Event description:
Device was attempted to be used to closure venotomy but when withdrawn from body the closure device was not retracted as per normal and closure of venotomy aborted. Manual pressure used.